Event description:
Per the clinic, the patient experienced static from her implant, resulting in device non-use.it is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
This is not a duplicate MDR of MFR report # 6000034-2011-00958. The patient is bilaterally implanted, and this MDR pertains to her other ear. (B)(4): implanted device remains.

Manufacturer narrative:
This report is filed december 13, 2013.

Manufacturer narrative:
Correction to the device analysis report. This report is filed april 30, 2014.

Manufacturer narrative:
The device is not available for analysis.this report is filed (B)(4), 2013. Device is not available for analysis.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. The patient has no intention of being reimplanted as of the date of this report. This report is filed (B)(4) 2012.